Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular (rv) lead. Reprogramming changes were made. The lead remains in use. No further patient complications have been reported as a result of this event.